Event description:
The account stated that the architect ca125 reagent is generating elevated ca125 results. This patient has been referred to the oncologist since 2008. The ca125 test was ordered in 2009, together with other cancer markers such as cea and ca153 but only the ca125 result was abnormal at 125 u/ml. According to the patient, the ca125 result at another facility was normal (5 u/ml). Four months later, the test result increased to 533 u/ml on the architect, that same day the patient went to the same facility, the result was normal at 5.5 u/ml. The account again tested the sample on the architect twice and the results were 532.7 and 499.6 u/ml. The sample was sent to 2 other labs to confirm the correct result but one result was 164.8u/ml and the other result was 7 u/ml. There was no impact to patient management reported.

Event description:
Asku

Manufacturer narrative:
(B)(4). Evaluation - a review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. Our investigation has determined that this assay is performing acceptably. We were unable to test the reagent lot used at the customers facility since it had expired. Therefore, we used a kit of an approved reagent lot; 68652m100 stored at our facility, and tested the abbott controls and three levels of architect ca 125 panels. The panels are made from defibrinated human plasma and each level has a known ca 125 concentration. All of the abbott controls and panels met the specifications. This demonstrates that the assay is capable of accurately determining known concentrations of the ca 125 analyte in samples that are representative of patient specimens. In addition to testing, we reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customers facility. Our review of this data did not identify a trend that would suggest a problem with the architect ca 125 ii assay. Although we are unable to provide the customer with a specific reason for the results, we referred the customer to the architect ca 125 ii package insert (version 016-622 5/07). This information provides guidelines on how to utilize this assay when monitoring ovarian cancer patients. This is the final report.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.